Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope received an e218 scope error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the e218 (scope failure) occurred due to damage to the imaging unit, there were white scratches on the image. The grip, the angle lever, the right/left lever, up/down plate, the switch 1, the video connector, the light guide connector, the light guide cover glass surface, the video connector case, and the curved rubber were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.